Event description:
During use of drill bit during procedure, surgeon unable to remove it. Stated that removal would cause harm to patient bone and it was better to leave it alone. Drill bit left imbedded in patient bone.